Event description:
It was reported that a patient fell and sustained abrasions, bruising, and a contusion. The patient reported pain as a result of the fall for which they were prescribed norco and robaxin. Upon evaluation, the bed exit was functioning correctly and sounded audibly at the bed. The nurse station did not alarm due to a damaged cable.

Manufacturer narrative:
The section h codes and h4 have been updated to reflect the completed investigation.

Event description:
It was reported that a patient fell and sustained abrasions, bruising, and a contusion. The patient reported pain as a result of the fall for which they were prescribed norco and robaxin. Upon evaluation, the bed exit was functioning correctly and sounded audibly at the bed. The nurse station did not alarm due to a damaged cable.

Manufacturer narrative:
The section h codes have been corrected to better align with the investigation results.

Event description:
It was reported that a patient fell and sustained abrasions, bruising, and a contusion. The patient reported pain as a result of the fall for which they were prescribed norco and robaxin. Upon evaluation, the bed exit was functioning correctly and sounded audibly at the bed. The nurse station did not alarm due to a damaged cable.